Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power loss alarm. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with missing retainer, missing reservoir tube o-ring and unexpected battery power loss not confirmed during testing. Device passed the active current test and the sleep current test. A test reservoir was installed and did not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.